Event description:
It is reported that after the device was interrogated, impedance trend was not there. Message is data is invalid, contact a medtronic representative. It is reported that patient has radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated a data storage - data recording problem. The analyst indicated that the trend data is not present indicating the likely occurrence of a soft error. Data will need to be overwritten with new data as it is generated.